Event description:
According to the reporter, in a robotic laparoscopic hartmann¿s procedure, during pouch creation, the device had an unexpected rotation. The adapter rotated clockwise when surgeon toggled down to fire after the reload was clamped onto tissue and green firing button was pressed. To resolve the issue, the reload was opened and the stapler placement was reset to required position in-situ. The issue resulted to tissue damage and  minor bleeding which was controlled with monopolar energy.

Manufacturer narrative:
D10 concomitant product: egia45amt - egia45amt egia 45 artic med thick sulu, lot# n3j2218y sigadaptxl - sig power sigadaptxl linear xl adapter, serial#: (B)(6). Sigpshell - sig power sigpshell control shell, lot# n1c0889y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device data was available for evaluation. The electronic device-use logs were also provided. Visual inspection noted all recorded rotation motor movements were preceded by a rotation key press. It was reported that the device had an unexpected rotation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.